Event description:
Sorin group (B)(4) received a report that the flow rate of the stockert centrifugal pump dropped and could not be adjusted during a procedure. The clinician elected to change out the pump and the procedure was completed without further issue. There was no report of pt injury.

Manufacturer narrative:
Pt identifier was not provided. Sorin group (B)(4) manufactures the stockert centrifugal pump system. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the flow rate of the stockert centrifugal pump (scp) dropped and could not be adjusted during a procedure. The clinician elected to change out the pump and the procedure was completed without further issue. There was no report of pt injury. A sorin group service representative was dispatched to the facility to the facility to troubleshoot the device. Although the representative was unable to reproduce the reported error, the scp motor control board was replaced. All functional testing found the unit to be working properly. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.